Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed an occlusion alert followed by a restart alert, after which the touchscreen became unresponsive on the top buttons while the unlock slider still functioned; the device was successfully paired to the ilet app and restarted, data were synced, and the patient denied visible screen damage or recent drops, consistent with a key or button unresponsive issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with unresponsive keys or buttons affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.